Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery on (B)(6) 2013, the drillbit 2.0 broke off into pieces while drilling over the k-wire. The pieces had to be removed out of the patient, but still some pieces are in the patient. According to the surgeon the surgery will be prolonged by 20 minutes as the debris has to be removed from the bone and tissue. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional product codes: hsz, gfa, gff. (B)(4). Subject device has been received and is currently in the evaluation process. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.